Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, episodes of non-sustained oversensing were observed. The implantable cardioverter defibrillator undersensed some of the episodes of ventricular tachycardia. The device was reprogrammed. The patient's condition was good.